Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed as standard for the implanting physician. The valve was deployed as normal into the native annulus, at a depth of 1-2mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). Training guidance for slow deployment of the valve was followed. Upon final release, the confida guidewire was retracted into the nose cone, and the delivery catheter system (dcs) was removed. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Upon removal, the nose cone of the dcs interacted with the waist of the valve, causing the valve to dislodge. The valve was snared and pulled above the sinotubular junction (stj) and proximal to the head vessels. A second valve was prepared and deployed with a final depth of 3mm on both the ncc and lcc. Per the physician, the cause of the dislodgement was depth of implant as well as the interaction with the dcs. No high gradients or regurgitation occurred as a result of the dislodge. The patient left the operating room and was sent to the intensive care unit (ICU). A procedural delay of 35 minutes occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012072333); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.